Event description:
The internal packaging of this device was defective reportedly. The package was observed to have a "broken water stain affecting the sterility of the product. There was no pt involvement. The device is being returned for co's analysis.